Event description:
During a robotic-assisted laparoscopic multiple myomectomy, the davinci mega suturecut needle driver's wire came off inside the pt's abdomen. X-ray taken per hospital policy showed no metallic radiopaque foreign object but very tiny foreign bodies may not be radiographically visible.